Event description:
It was reported that the pump system was explanted on (B)(6) 2015. There was no patient injury, the pump was removed to avoid in-vivo battery depletion. The patient's status after the device was removed was "recovered without sequela." The pump was infusing morphine and bupivacaine prior to explant.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n178088003, implanted: (B)(6) 2009, product type: catheter. Product ID: 8709sc, lot# n178088003, implanted: (B)(6) 2009, product type: catheter. (B)(4).